Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. This device and lead system were explanted due to infection. A replacement device and lead system was implanted on the right side. There were no additional adverse events reported.